Event description:
Medtronic received information regarding a navigation system being used in a catheter placement procedure. It was reported post-incision that the patient had hydrocephalus. The health care professional (hcp) tried to use the passive catheter introducer (pci) on the ventricular catheter. The pci catheter introducer would not fit into the ventricular catheter, so the hcp ended up doing it free hand. There was no delay to the procedure. No reported impact to the patient.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information was added to the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
There was no environmental/external/patient factors that may have led or contributed to the issue. The manufacturer representative was not sure was the cause of the event was. They were told that the passive catheter introducer (pci) fit into the catheter and it was manufactured to fit.